Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/07/2014 with the following findings: testing confirmed issue in history but did not reproduce it. Evidence of short battery life observed in black box. Current draws within specifications. No battery life" or "power" issues duplicated during investigation. Unrelated to the complaint, pump powers with returned battery cap to a dim discolored display. Battery cap is able to fully tighten. Battery compartment crack observed below grip pad. "Audio bolus button" cover has a tear in the center. Bolus button is responsive. Removed pump case. No evidence of moisture or loose components inside pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.